Manufacturer narrative:
Pump received with blank display due to moisture damage on electronic assembly. Pump had broken battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
It was reported via phone call that insulin pump was blank after battery change. Customer's blood glucose was unknown. Caller was able to get a battery that worked. It was also reported that insulin pump was cracked at battery compartment.